Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report several after battery change alarms and external ram crc error alarms. The customer's blood glucose level was unknown. The customer was sent a replacement device. The customer was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to voltage leak on the interface board. The insulin pump passed the self test. No a17 alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.